Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was inserted in the subclavian vein. Two days after placement a leak was found from the medical extension line. As a result, the catheter was removed and a new kit was used. There were no delay in treatment, no patient death or complications reported.